Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus australia (oaz). Oaz checked the subject device and found the reported phenomenon, and also found that the camera cable was damaged (internal wires were twisted). Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the information from oaz, omsc surmised that the reported phenomenon was attributed to the failure of the image signal transmission to the video processor due to the breakage of the camera cable, which might be caused by the user handling. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device is planned to be returned to olympus but has not been returned to olympus yet. Therefore, olympus could not investigate the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that during the preparation for an unspecified diagnostic procedure with the subject device at the user facility, it was found that the endoscopic image of the subject device was disappeared after startup. There was no report of patient injury associated with this event.